Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during panniculectomy, while firing the device, the first clip worked then the next clip loaded into the jaws crookedly. Then the next set fired two clips at once.